Manufacturer narrative:
H10: h3, h6. The device intended for use in treatment was not returned for evaluation at the time of the investigations. Due to this, we have been unable to conduct a visual and functional evaluation, and we are unable to confirm a relationship between the complaints and the device. If a complaint sample becomes available, the complaints will be re-evaluated. A review of the device history record showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure modes and the part number, have been reviewed and showed that in the previous three years there have been further instances. These instances are being monitored to determine if additional corrective or preventative actions are required. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. The investigations have now been closed and recorded as insufficient information to determine a root cause.

Event description:
It was reported that the device has not been sucking anything out or if there is any it has been very minimal that there is hardly anything in the canister which they noted is a big change since there had been some drainage from previous wound vacs that the patient was on. There was no backup available.